Event description:
Facility reported a blood leak with no alarm, visible blood in the dialysate. Dialyzer was on its first use. Estimated blood loss 180 ml. No adverse effect to the pt. No medical intervention. The nurse manager was initially called on 7/23/98 and asked for info about the complaint and the pt. On 7/28/98 a voice mail was left for the complainant. On 7/30/98 spoke with the complainant who said she was on vacation at the time of the incident and was not able to find out who the pt was that was involved. The dialyzer was discarded by the facility. Complainant will let co know if she is able to get more info.